Event description:
It was reported that the footprint, on insertion into the hole, created with the help of golden awl, broke. Golden awl was punched till black laser mark. Bone quality was good and slightly hard and non porotic. All pieces were removed safely. Another footprint was successfully deployed with the same pilot hole. No significant delay was reported.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Functional assessment of the inserter confirmed the inner shaft advanced and retracted when the torque limiter was rotated. The clinical details were reviewed and it was confirmed that the patient had hard bone and that an awl was used to prepare the insertion site.